Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD), noise was seen on the ventricular rate/sense channel that created about six non-sustained ventricular tachycardia (nsvt) episodes every six months. Each episode occurred about the same time each day, lasting about one second with pacing inhibition noted.